Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Dr (B)(6) put a baseplate dwd172 without any issue and added the screws. While trying to put the glenoid sphere, it was impossible to screw. After cleaning of the glenoid 4 times in a row, there was no improvement. The 4th time, when the sphere dwd180 was removed, it fell. The surgeon proposed the use of a dwd181 and faced the same issue. He tried again and while screwing, felt that the screw thread was apparently functioning correctly and at the last moment, there was a sudden jump. The surgeon concluded that the screw thread was defective. The surgery was completed with a 40 minutes delay and additional anesthesia. The 25 mm baseplate was removed and the surgeon used a 29 mm baseplate instead.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.